Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe 3ml contained foreign matter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd luer-lok¿ syringe 3ml contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one 3ml syringe with a detached shielded needle and an opened blisterpack from batch #8092913 (p/n 309588) were received and evaluated. The sample had signs of use and manipulation as evidenced by unidentified clear liquid droplets inside the syringe and wet blisterpack. The needle shield appeared to have a dark foreign matter material in form of a droplet near its tip, larger than level 3 in size. The foreign matter could not be further evaluated nor identified due to the contaminated nature of the sample and the location of foreign matter. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Since the sample was received used and manipulated, it is not possible to determine the nature and origin of the foreign matter, nor is it possible to confirm that the foreign matter originated at the manufacturing facility. The reported defect could not be confirmed to originate at the manufacturing facility. Fourier transform infrared spectroscopy(ftir) spectral analysis was completed on the dark material observed in the shield. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely blood.